Event description:
The customer reported that during a patient event, the autopulse platform would not turn on with the autopulse li-ion battery (sn 20745) was inserted. The battery was removed and reinserted and the staff tried to power on the platform, but the issue persisted. Manual CPR was performed. It is unknown when the battery was charged before the event. It is unknown what color illuminated on the status leds on the battery before and after it was attempted to be used in the platform. The platform is performing as intended with other autopulse li-ion batteries. No consequences or impact to patient. After the event, the customer tested the autopulse li-ion battery and it was unable to charge in the multi-chemistry battery charger (mcc). The status leds on the battery keeps flashing red, indicating that the battery has failed and cannot be used in the autopulse platform.

Manufacturer narrative:
B5 (describe event or problem) was corrected. The customer reported a complaint that "the autopulse li-ion battery (sn 20745) was unable to power on the autopulse platform and was unable to charge in the multi-chemistry battery charger (mcc)" was confirmed during functional testing and the archive data review. The battery failed in the mcc and the status leds on the battery displayed a flashing red light, indicating that the battery has failed and cannot be used in the autopulse platform. The archive showed the battery experienced an fet error and was disabled by the multi-chemistry battery charger (mcc) near the event date. The most likely root cause was one or more damaged or failed components on the battery pca. Upon visual inspection, no physical damage was observed, and the status leds of the battery showed a flashing red light. The archive data indicated 40 errors over the battery lifetime and only 3 successful charges. The archive indicated 15 error 08 (thermistor temperature mismatches), 19 error 04 (oz processor faults), 2 error 17 (cell over voltage), and 3 error 2 (back-side bus error). The battery was last charged on 1-20-2023 but it experienced an error 07 (fet error) and was disabled by the charger, confirming the customer complaint. The most likely root cause of these issues was one or more damaged or failed components on the battery pca, resulting in numerous processor and other errors and eventually the battery becoming disabled. The battery failed to charge in a known good autopulse multi-chemistry battery charger (mcc). The status leds of the battery showed one flashing red light after the charging event.

Manufacturer narrative:
The li-ion battery in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse li-ion battery ((B)(4)) is unable to charge in the multi-chemistry battery charger (mcc). The status leds on the battery keeps flashing red, indicating that the battery has failed and cannot be used in the autopulse platform. Upon follow up, the customer reported that during a patient event, the autopulse platform would not turn on with the battery connected. The battery was removed and reinserted and the staff tried to power on the platform, but the issue persisted. Manual CPR was performed. It is unknown when the battery was charged before the event. It is unknown what color illuminated on the status leds on the battery before and after it was attempted to be used in the platform. The platform is performing as intended with other autopulse li-ion batteries. No consequences or impact to patient.